Event description:
It was reported to medtronic minimed that the customer reported an open book image error. The customer reported no adverse event. The event involved product(s) mmt-1880l. Troubleshooting was performed. The customer was using the correct battery cap for the pump. No harm requiring medical intervention was reported. The customer will discontinue the use of the pump and revert to a backup plan per healthcare professional instructions. Mmt-1880l was requested, and the customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Unit power up properly after battery installation. P-cap locked in place properly during testing. Unit was downloaded successfully using (thump software) for reference. Unit passed self test as well as displacement test. During download history review pump error 63 was recorded on (B)(6) 2025 08:43:23.000 with file ID: 49 as well as line #ID: 19825 per software engineer log open-book was generated due to 3 sequential pump error 63 caused by lcd test failure - suspecting the hw. Pump was cut open to perform visual inspection and found evidence of moisture damage on the electronic assembly. The following cosmetic damages were noted during visual inspection: a scratched case, missing display window cover, pillowing keypad overlay, cracked keypad overlay, stained keypad overlay, battery tube threads cracked, cracked case, and cracked battery tube in conclusion, critical pump error (open book image) alarm was confirmed, tool had revealed that the pump contained pump error 35, problem was isolated to electronic stack due to corrosion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.